Event description:
Loss of integration. Doctor wanted to change the abutment and counter torqued and implant alos came out.

Event description:
Loss of integration. Dr. Wanted to change the abutment and counter torqued and implant alos came out.